Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head comes loose from the brush during brushing [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that the brush head comes loose from the oral-b brushhead, version unknown during brushing with an oral-b rechargeable toothbrush, version unknown. He or she further explained that the brushhead did not really break as there was no break line, that it was just two loose parts. The consumer mentioned that he or she had been using the brushheads for about two weeks, and this had happened 3 times. He or she also noted that the breaking had nothing to do with pressure as he or she had used these brushheads for years without any problems. No symptoms developed.